Event description:
Procedure: laparoscopic appendectomy , pt sex: unk. Reportedly , the device was applied to the tissue however there was excessive bleeding from the staple line. The bleeding was controlled but it is not clear how it was controlled. There was no injury to the pt reported.